Event description:
It was reported that the patient had undergone CABG in 2/2002. After the operation, the iab was inserted via a sheath into the right femoral artery. Difficulty was encountered during insertion. When the physician retracted the iab, he noticed that the "shaft" was broken. As a result of this, the iab was removed and replaced. There were no associated pt complications.